Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted for treatment of a patient that was implanted with an endurant ii stent graft system during the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. The aortic neck was 24.8mm in diameter below the renals, 10mm below the renals it was 33.8mm, at 15mm it was 44.8mm and at 20mm it was 48.9mm in diameter in diameter with a length of 13mm and angulation was 43 degrees. It was reported that the patient had bleeding/anemia. The patient feels intensive dizziness and pain on the left side. The patient was given medication, treated with blood preservation and a diagnostic procedure/imaging (CT with contrast and oesophago-gastro-duodensocopy were done and was hospitalized. The investigator assessed the event relationship to the device and procedure as uncertain. The event resolved. No additional clinical sequelae were reported and the patient is fine.